Manufacturer narrative:
Section a2, a3, a4, a5 and a6: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed in the initial surgery. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: no code available for incision enlarged or eye anatomy issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician broke the haptic of the non-preloaded intraocular lens (iol) because it was loaded into the injector and the haptics became bent. As a result, the implant was removed from the patient's eye, and a replacement iol was implanted. Through follow-up, it was learned that the patient's cataract was hard and a capsule rupture occurred. The physician decided to implant the iol in the sulcus; however, the leading haptic was badly bent. The incision was enlarged to 4.2 mm and sutured. A replacement iol was implanted during a secondary procedure. No further information was provided.